Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received four inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks due to apparent atrial fibrillation (af) with rapid ventricular response. The therapy for this episode was exhausted. Boston scientific technical services (ts) provided a review of the report. This device remains in service. No additional adverse patient effects were reported.